Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to sense the ventricle leading to timing ventricular pacing post r wave with the possibility of pacing on the t wave. Atrial lead position check failure and dislodgement were also noted on the ra lead. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.